Event description:
This pt has made little or no progress since implantation 2 years ago. She hit her head in april and began to experience pain with stimulation two days later. She reportedly could not use her device due to the pain. Integrity testing could not be performed due to the pt's report of pain. Her surgeon will explant the device in the near future due to the pain. It is uncertain if she will be reimplanted due to other medical issues.

Manufacturer narrative:
This is a final report.